Event description:
Needle would not come out of the sheet [sheath]. After a bit of effort it came out. But afterward it would not go back into the sheet [sheath]. There is a kink in sheet [sheath] behind the handle". "As per cc form": needle would not come ouf of the sheet. After a bit of effort it came out. But afterward it would no go back into the sheet. There is a kink in sheet behind the handle". Needle is bent in the handle (customer put tape on it for location). Procedure went without any problems. Scoop was not in wrong position. A gland had never been punted before. It was not a covid patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Customer put a tape on the device. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? Customer put a tape on the device. 5. If the device is a procore needle, is the device damage located at the notch / core trap? If no, please specify where the damage is located: 6. Was gaining access to the target site difficult? N/a. 7. Was the device used in a tortuous position? N/a. 8. Was puncture of the target site difficult? N/a. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. 11. If not with the device in question, how was the procedure performed and/or finished? 12. Was the device damaged in packaging prior to removal? N/a, yes, no. 13. Was the device damaged on removal from packaging? N/a, yes, no. 14. Was force required to remove the device? N/a, yes, no. 15. Did the patient require any additional procedures as a result of this event? N/a, yes, no. 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? 21. Was resistance felt while inserting the device through the scope? N/a, yes, no. 22. Was the scope recently serviced / repaired? N/a, yes, no. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? 24. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no. 25. Was difficulty experienced while retracting the needle? N/a, yes, no. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a,yes,no. 28. Was the stylet partially removed when advancing the needle into the target site? N/a,yes,no. 29. How many samples were obtained (passes completed) with this needle? 30. Did any section of the device detach inside the patient? N/a, yes, no. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) #k210476 device evaluation: the echo-25 device of lot number c2021377 involved in this complaint was returned for evaluation, opened without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 12 december 2023. The returned device lab findings and observations can be referred through the attached files. On evaluation of the devices the following was observed: distal end of needle examined, and no issue observed, kink on sheath below sheath extender observed, needle removed from the device and kink observed on needle below sheath extender and near needle hub, stylet returned separate to the device, stylet examined and no issues observed, sheath extender able to advance and retract without issue and needle able to advance and retract without issue. Clarification was sought from the customer as below: 1. What they meant by ¿a gland had never been punted before¿? 6. Was gaining access to the target site difficult? 7. Was the device used in a tortuous position? 8. Was puncture of the target site difficult? 14. Was force required to remove the device? 27. Was the endoscope in a flexed or twisted position at any time during the procedure? 28. Was the stylet partially removed when advancing the needle into the target site? 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? Response received: ¿¿a gland had never been punted before¿? ¿ it was the first time that they punctured this gland in this patient. All he wanted to give was the following: * needle is bent in the handle (customer put tape on it for location) * procedure went without any problems * scope was not in wrong position * a gland had never been punctured before. * it was not a covid patient¿. Manufacturing records: prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-25 of lot number c2021377 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-25 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2021377. Instructions for use and/label: it should be noted that the instructions for use (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a possible root cause was difficult to determine due to the little information provided but may be attributed to damage during set up, at insertion/advancement down the scope resulting in the needle kinking below the sheath extender resulting in the failure to advance the needle out of the sheath, subsequently causing the kink near needle hub due to excessive pressure being put on the device when user was trying to retract the needle. As per description of event it took a bit of effort for the needle to come out. Another possible root cause could be attributed to the device being held at an angle during the procedure causing the needle to kink proximally below the sheath extender which most likely caused the difficulty in advancing the needle out of the sheath. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the needle would not come out of the sheath. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause was difficult to determine due to the little information provided but may be attributed to damage during set up, at insertion/advancement down the scope resulting in the needle kinking below the sheath extender resulting in the failure to advance the needle out of the sheath, subsequently causing the kink near needle hub due to excessive pressure being put on the device when user was trying to retract the needle. As per description of event it took a bit of effort for the needle to come out. Another possible root cause could be attributed to the device being held at an angle during the procedure causing the needle to kink proximally below the sheath extender which most likely caused the difficulty in advancing the needle out of the sheath. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 25-jan-2024.